Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed per spec due to high readings.

Event description:
Customer called to report issues with multiple sensors. Blood glucose reading was 93 mg/dl. The customer stated that the sensor was reading high when he wasn't. Customer mentioned a great difference between sensor glucose reading and blood glucose reading. Troubleshooting was performed. Advised customer to follow protocol when treating off of reading. The sensor was returned for analysis. Nothing further reported.